Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver broke. The fragments were retrieved from the patient and the case was completed. There was no additional surgical information or patient impacts reported.

Event description:
It was reported that during the procedure the tip of the driver broke. The fragments were retrieved from the patient and the case was completed. There was no additional surgical information or patient impacts reported.

Manufacturer narrative:
The returned driver was evaluated. Visual inspection revealed that the surface of the tip is fractured in a manner consistent with a shear failure. No further inspection is required. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. There was one ncr identified which occurred after the product was released. The products were placed on hold due to an outdated/incorrect IFU within the package. Per the ncr, the products were repackaged with the appropriate IFU. This ncr is unrelated to the physical devices. All characteristics inspected upon initial receipt were found conforming to specifications. Labeling was confirmed to contain adequate instructions for use. The cause is likely due to excess force used while rotating the locking cap. It was also noted that this device was in the field for six years. It's possible the cause of the tip fracture is due to weakening of the material from past cases which made it susceptible to fracture during this case.